Event description:
Information was received indicating that a smiths medical product was implicated in the following event. 5-fluorouracil medication was placed into a 100ml cadd cassette for a patient to take home with them to infuse over 46 hours. Tech had to get the air bubbles out of the cassette by gently tapping on the bottom to ensure they go more towards the top of the cassette so they can then extract them out leaving only the drug. Tech had gone to gently tap on the bottom of the cassette and noticed droplets on the cassette, tech had thought that maybe the cassette had some saline on the outside of it but it was then noticed the droplets were on the inside of the cassette, in between the hard plastic and the softer casing the medication goes into. So it then had to be drawn out all of the medication that was just put in there to transfer it to a new cassette. The medication was placed into a new cassette and was sent out with no further issues. No reported adverse events.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: five smiths medical cadd cassette reservoir were returned for analysis, 3 samples in a used condition and 2 unused. Visual inspection was performed and indicated that the sample using did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During functional testing, samples units 1 and 2 pass the leak test; samples units 3, 4 and 5 were rejected by the leak test equipment. It is confirmed the failure mode reported. After leak testing was performed on the sample using a syringe in order to detect any leakage. The samples units present leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.